Manufacturer narrative:
Eval completed. One collection cassette assembly with tubing was returned in a plastic bag along with a (B)(4) pack label from lot v2304. There was fluid all over inside the bag. Visual inspection found the assembly has fluid in the lines. A functional test was performed using a stellaris pc system. The collection cassette was captured, recognized and passed the self vacuum test. The assembly primed, irrigated and aspirated as intended. The assembly was not blocked or clogged. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported during the surgical procedure the stable chamber tubing became clogged. They disconnected the tubing and used a syringe to clear the debris. They completed the surgery with no injury to the pt.